Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and hyper-responsive. It was reported that the keypad rubber was thinning and keypad symbols were worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings:the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the all keypad buttons were responsive. There was no evidence of keypad contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.